Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was stuck on the corrugated inner cannula while pulling out the scope. This resulted in having to have replaced the inner cannula. The reintubation was required.